Event description:
The user facility reported that the guidewire was sheared during an interventional procedure. Follow-up communication confirmed: a sheath was placed over the wire in order to gain venous access in the left subclavian vein; following placement of the sheath the physician withdrew the wire; upon removal from the patient, it was noted that the ¿sheath sheared part of the wire¿ causing the ¿jacket¿ to separate from the core wire: the entire device was able to be retrieved; and there was no reported harm to the patient.

Manufacturer narrative:
Results - based on evaluation of user facility information and a photograph of the involved sample; based upon evaluation of undamaged sections of the returned sample conclusion - based upon evaluation of user facility information and a photograph of the involved sample; based upon evaluation of undamaged sections of the returned sample the involved device was not returned for evaluation and the lot number is not known. Therefore, the failure investigation consisted of evaluation of user facility information, a photograph of the involved sample and a reserve sample from the reported product code. Review of user facility information and a photograph of the involved sample could only confirm that the outer coating of the guide wire had been sheared and partially detached from the core wire. Examination of the reserve sample confirmed no evidence of abnormalities or defects. Testing of the reserve sample confirmed that performance specifications were met. There is no evidence that indicates this event was related to a defect or malfunction of the guide wire device. Although the exact cause cannot be determined based on the available information, the photographic appearance of the involved sample is most consistent the guidewire having been damaged by manipulation against another device that was being used during the procedure. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in damage and/or separation of the outer polyurethane coating. Specific statements include the following: "do not manipulate or withdraw the glidewire through a metal needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire."; "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).